Event description:
It was reported the patient had the scs ipg replaced. Reportedly, the ipg had been inoperable for approximately a month. The ipg was successfully replaced without complications and the reported issue resolved.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.